Manufacturer narrative:
(B)(4): the probe was returned for evaluation. Macroscopic examination and measurement confirms tip of probe severely twisted, with approximately 13mm of the tip broken off and not returned for analysis. Fracture surface analysis revealed a quasi-brittle fracture surface and circular material flow, consistent with torsional overload during usage. The tip just below the fracture is severely plastically deformed, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification. X-ray review shows interoperative films that show probe tip apparently with pedicle. Interbody device and screws noted at c4/5.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5. During the procedure while preparing the l5 pedicle, the tip of a probe broke off and lodged in the patient's bone. With fluoroscopic and microscopic guidance, the pedicle was dissected and the instrument tip removed. A screw was then placed in the pedicle and the case proceeded as planned. It was noted that the patient's bone was not sclerotic or dense. No patient complications were reported.